Event description:
It was reported that stent damage and shaft break occurred and the patient was sent for surgery. The target lesion was located in the severely tortuous and severely calcified circumflex artery. There was at least a 45 degree turn into the ostium of the circumflex. After a non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with an apex balloon catheter. A 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, difficulty delivering the device to the final location was encountered due to the vessel was severely calcified. Additionally, the proximal edge of the stent became damaged when it encountered the guide catheter and resistance from calcium, as the physician was pushing and pulling the stent trying to deliver it. Repeated pushing and pulling kinked the stent shaft and caused it to break about 10cm proximal to the stent marker, leaving the stent and portion of the shaft lodged in the left main. Several retrieval attempts were tried using two different snares, attempt to trap balloon inside the guide to pin and pull the stent, tried to encapsulate it with a non-boston scientific guide extension catheter, got a second access using an 8f guide catheter and attempted to wire through the stent. All methods for removal failed and the patient had to be sent for bypass surgery. The surgeon had to cut into the aorta to remove the remaining stent shaft and stent. All pieces of the device were successfully removed. The patient had a successful bypass surgery and was extubated. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 38 x 3.00mm stent delivery system was returned for analysis. The distal portion of the device including the stent, tip, balloon and shaft polymer extrusion were not returned for analysis. A visual and tactile examination of the hypotube shaft found multiple kinks. A shaft polymer extrusion break was noted at the wire exchange port and the shaft polymer extrusion was not returned. No other issues were identified during analysis.

Event description:
Was reported that stent damage and shaft break occurred and the patient was sent for surgery. The target lesion was located in the severely tortuous and severely calcified circumflex artery. There was at least a 45 degree turn into the ostium of the circumflex. After a non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with an apex balloon catheter. A 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, difficulty delivering the device to the final location was encountered due to the vessel was severely calcified. Additionally, the proximal edge of the stent became damaged when it encountered the guide catheter and resistance from calcium, as the physician was pushing and pulling the stent trying to deliver it. Repeated pushing and pulling kinked the stent shaft and caused it to break about 10cm proximal to the stent marker, leaving the stent and portion of the shaft lodged in the left main. Several retrieval attempts were tried using two different snares, attempt to trap balloon inside the guide to pin and pull the stent, tried to encapsulate it with a non-boston scientific guide extension catheter, got a second access using an 8f guide catheter and attempted to wire through the stent. All methods for removal failed and the patient had to be sent for bypass surgery. The surgeon had to cut into the aorta to remove the remaining stent shaft and stent. All pieces of the device were successfully removed. The patient had a successful bypass surgery and was extubated. No further patient complications were reported.